Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that following a revision of the ins pocket the patient encountered a power on reset (por) error message on the patient programmer. When the patient asked their healthcare provider about the por the healthcare provider instructed the patient to have a manufacturer representative clear the por. In a follow-up letter from the patient it was indicated that the por was cleared. There were no patient symptoms reported .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.